Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing and suspected to have been pulled back. It was noted that the patient experienced extensive hematomas in the left thoracic wall and a vicinity of the incision of the device pocket, as well as possible dissection. It was suggested that the hematoma caused compression on the incision of the pocket, the device and the leads. The rv lead and rv lead were reprogrammed and remain in use. The ipg remains in use. No further patient complications have been reported as a result of this event.